Event description:
It was reported that patient had artificial urinary sphincter (aus) implanted 3 years ago. Patient experienced recurring incontinence, so a tandem cuff was implanted. Flexible cystoscope procedure was performed to check for erosion and none was observed. Quick connector removed and 4 cc added to balloon. Tandem cuff was placed distal to existing cuff. No adverse patient effects.